Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported a thrombosis occurred. The procedure was cancelled. Patient came in and the fellow did an rf cti. The case was very delayed to start and delayed to go to transseptal due to external issues. Once we went transseptal, ensite did a quick la map, doctor nor fellow were checking ice. Once the farawave was inserted, we ablated the lspv no issues, went to the lipv and noticed on ice that was a very echogenic structure that may be a clot at anterior/inferior where the appendage ligation was, near lipv. We had tee come in and determined it was a clot. The rest of the procedure was aborted. Checking the tee from the month before fellow noticed the clot, very tiny and wasn't noticeable. Full dose administered right away and continuously administered. Act was above 300. The patient intubated over night. The patient was discharged .the device is not expected to be returned for analysis.